Event description:
This 29 year old female had bilateral augmentation mammoplasty performed in 1989 at another facility. Recently, a ruptured right breast implant was detected upon mammogram. The patient presents with breast tenderness and lymphadenopathy in the right axilla. Elective decision to remove implants made by patient. Gross exam: right breast implant: rupture left implant: sticky material adherent to surgact of the plastic sac.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.